Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 61-year-old male patient, the electrode pads peeled off the patient due to lack of gel causing the associated defibrillator not to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation. Instead, a lot number of the pads was provided. Review of the DHR for onestep CPR a/a lot 2025a showed all in-process electrical testing, including defibrillation testing, final accuracy testing, 10khz impedance testing, and the verification of ID chip passed. A replacement set was sent to the customer. No trend is associated with reports of this type.